Event description:
The pt presented to the emergency room due to an occluded feeding tube from a cook flow 20 percutaneous endoscopic gastrostomy set - pull that had been placed less than (B)(6) ago. The physician was called in and upon investigation found the tube had decayed and disintegrated. The tube was replaced by using another cook flow 20 percutaneous endoscopic gastrostomy set - pull. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we are unable to verify the reported occurrence because the product could not be evaluated. Deterioration of the peg tube is listed in the instructions for use as a potential complication associated with placement and use of a peg tube. Prior to distribution, this product is subjected to a visual examination and functional test to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.